Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients on the architect i2000sr processing module, serial number (B)(6). The following data was provided: sid (B)(6) female age 48 processed on (B)(6) 2026 initial result = 0.23 repeat result on another architect serial number (B)(6) = <0.01. Sid (B)(6) male age 79 processed on (B)(6) 2026 initial result = 0.05 redraw(short sample) = 0.123 repeated = 0.04 two more redraws = 0.07 and 0.08. Customer¿s reference range = <0.04 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaints for list number 2k41, however, an increase in complaint activity for lot number 66716un25 was not identified. The device history review did not identify any potential non-conformances, deviations, or non-conformances for the lot number. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot for lot 66716un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot for lot 66716un25. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 66716un25 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients on the architect i2000sr processing module, serial number (B)(6). The following data was provided: sid (B)(6) female age 48 processed on (B)(6) 2026 initial result = 0.23 repeat result on another architect serial number (B)(6) = <0.01. Sid (B)(6) male age 79 processed on (B)(6) 2026 initial result = 0.05 redraw (short sample) = 0.123 repeated = 0.04 two more redraws = 0.07 and 0.08. Customer¿s reference range = <0.04 no impact to patient management was reported.